Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "port on the expander was leaking after it was filled".

Event description:
Healthcare professional reported unknown side "port on the expander was leaking after it was filled" this device was not implanted and was discarded. It is unknown if a back-up device was used.